Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range shock impedances that measured greater than 125 ohms found during a routine in clinic check. The patient was brought into the clinic and non-invasive programmed stimulation (nips) test was performed as a connection issue was suspected. A device change out had been performed shortly before this behavior was observed. A connection issue was not confirmed. A lead revision was performed in which this chronic right ventricular (rv) lead was capped and a new lead was implanted. There were no adverse patient effects.

Manufacturer narrative:
This device remains implanted. The rv lead will not be available for return as it remains implanted and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.